Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that possible suction events were noted. The log file analysis showed that there were a few pulsatility index (pi) events that may have been a suction event. There were no other unusual events seen within the log files. Additional information was requested but not provided.

Manufacturer narrative:
Section a5: correction. Manufacturer's investigation conclusion: although pi events were observed through the analysis of the log file, a specific cause for the pi events could not be conclusively determined through this investigation. It was reported that the patient had possible suction events on (B)(6)2019. The system controller event log file captured several pi events throughout the log file; however, no atypical alarms or trends in pump parameters were captured. The pump speed remained at or above the low speed limit for the duration of the low file and the pump appeared to function as intended. Multiple requests for additional information were sent to the customer; however, no additional information was received. The patient remains ongoing on vad support. The hm 3 IFU states that if the system detects a pi event, the pump speed will automatically reduce to the low speed limit and slowly ramp back up. Pi events are assumed by the system during cases where there is a sudden and substantial change in pi. Some reasons for pi changes include sudden changes in the patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. Heartmate 3 lvas IFU rev. A (document #100169835) is currently available. The introduction of the hm3 IFU explains the pump parameters, including pump flow, pump speed, pulsatility index (pi), and pump power. The hm 3 IFU states that if the system detects a pi event, the pump speed will automatically reduce to the low speed limit and slowly ramp back up. Pi events are assumed by the system during cases where there is a sudden and substantial change in pi. Some reasons for pi changes include sudden changes in the patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. This IFU also explains that the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (ie, the pump is providing less support to the left ventricle) while lower values indicate less ventricular filling and lower pulsatility (ie, the pump is providing greater support and further unloading the ventricle). No further information was provided. The manufacturer is closing the file on this event.